Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's daughter contacted dexcom on (B)(6) 2016 to report an adverse event that occurred on (B)(6) 2016. Patient was sleeping when his blood glucose dropped to 56mg/dl and the receiver's low alert did not alarm. Patient's wife administered a shot of glucagon, after checking the receiver in the middle of the night. The patient was not taken to the hospital. On (B)(6) 2016 the patient sought medical advice and the patient's physician adjusted the patient's insulin dosage. Additionally, the patient's daughter tested the audio function of the receiver and it did not beep. At the time of contact, patient was doing fine. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A review of the data log did not confirm the reported event of no audio output. A root cause could not be determined.